Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery (lad). The procedure was performed to treat the in-stent restenosis of a bare metal stent which had been implanted in the proximal lad. After a 3.5il non-bsc guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Predilation was performed with a 3.0-15mm non bsc drug-coated balloon catheter. Subsequently, an 8 x 3.00 promus premier¿ stent was selected for use and advanced to overlap at the distal edge of the implanted bare metal stent. However, strong resistance was encountered in delivering the promus premier¿ stent as the stent was stuck with the non-bsc guide wire. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).